Event description:
It was reported that the device shows blurred vision. According to the information received, the duration of the surgical prolongation was therefore longer than 60 minutes and the procedure was not completed successfully. In addition, an additional surgical/medical or diagnostical intervention was necessary to prevent further injury to the patient and an additional or prolonged hospitalization was necessary. Therefore, the risk to cause or contribute to a death or serious injury is not negligible and the event is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).